Manufacturer narrative:
Device evaluated by MFR: the distal section of a stent delivery system was received for analysis with a 0.014in guidewire inserted. The proximal section of the break including the device¿s manifold was not received for analysis. The stent was not received for analysis. An examination of the balloon profile found that the balloon had been subjected to positive pressure and deflated prior to return. The bumper tip of the device showed no signs of damage. A visual examination confirmed that the outer shaft was broken 281mm proximal to the tip of the device. A visual and tactile examination found that the proximal end of the shaft polymer extrusion was severely kinked and stretched across its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty and stent deployment issues occurred. The target lesion was located in the right coronary artery. A 38 x 2.50mm promus premier stent was advanced to the lesion. The stent delivery system (sds) balloon was inflated to 12 atmospheres to deploy the stent. After deflating the sds balloon, it was noted that the stent had hardly expanded and was still attached to the balloon. When removing the sds from the patient, the stent became stuck in the guide catheter. The sds with stent, guide wire, and guide catheter had to be removed from the patient together as a system. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter removal difficulty and stent deployment issues occurred. The target lesion was located in the right coronary artery. A 38 x 2.50mm promus premier¿ stent was advanced to the lesion. The stent delivery system (sds) balloon was inflated to 12 atmospheres to deploy the stent. After deflating the sds balloon, it was noted that the stent had hardly expanded and was still attached to the balloon. When removing the sds from the patient, the stent became stuck in the guide catheter. The sds with stent, guide wire, and guide catheter had to be removed from the patient together as a system. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). (B)(6). Device is a combination product. (B)(4).